Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, g.2, h.6.

Event description:
Additionally, healthcare professional confirmed right side rupture.

Manufacturer narrative:
Device evaluation: fold creases. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿right side rupture¿. Device remains implanted.